Event description:
It was reported that 1 day post successful flow diverter implantation procedure for right internal carotid artery-ophthalmic (c6 segment) aneurysm, patient had ae#2 deep vein thrombosis of right lower extremity (right lower extremity duplex study notable for deep vein thrombosis in right distal external iliac vein and common femoral vein). The event was causally related to procedure and probably related to subject sheath device used in the procedure. It was considered as a serious adverse event and the outcome is ongoing. The adverse event resulted in prolongation of existing hospitalization. No treatment was required.